Manufacturer narrative:
Results - the tubes were draw tested. The tubes were then allowed to sit and visually inspected for creepout. The tubes were picked up by the shield assemblies and shaken to see if the stopper would dislodge. Stopper creepout was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5175997. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting blood using a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ the blue cap "violently" popped off. No injury or medical intervention was reported.